Event description:
A doctor reported that during intraocular lens (iol) implant surgery, the surgeon felt resistance upon insertion of the lens but he continued to operate and the iol "popped out" causing a posterior capsule tear. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).